Event description:
It was reported that when the surgeon placing the glenosphere on to the standard baseplate, they could not get the threads of the locking post to seat properly after. After multiple attempts add trying all the tricks they knew, light impact was used. The threads still wouldn't seat and they decided to remove it and start over. However, when they unscrewed to locking post, it would not come off, multiple things were tried to remove it so they decided to change paths and try reseating the threads again. After light impaction, the threads finally seated and surgeon able to complete the surgery. There was a surgical delay of 5 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code 130762038, lot number d21110172, and no non-conformances / manufacturing irregularities were identified.